Event description:
The facility reported a low flow rate found before use. No additional contact info was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.